Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 16291716. Description: next generation anchor kit-sterile additional information was received that the patient¿s device was not functioning. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's body was rejecting the system. The patient underwent an explant procedure.

Event description:
A report was received that the patient's body was rejecting the system. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, explanted date: july 2016.

Event description:
A report was received that the patient's body was rejecting the system. The patient underwent an explant procedure.